Manufacturer narrative:
Eval summary: based upon the inquiry info received, visual and functional examination: the unit was found to require the vso vacuum system to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
The event was reported by the customer the dr was performing a breast biopsy and the control module was making a chirping noise throughout the case. The dr was using an mst11b probe, had taken four samples then the unit wouldn't retrieve any more samples. The customer flushed the probe, performed clear probe checks, changed the tubing set and the probe still wouldn't retrieve anymore samples. The dr decided to stop the case at that point having attained the needed samples. The pt complained about a pulling feeling in her breast when the sample was being taken. No other pt consequence occurred. One device to be returned for analysis.